Event description:
Additional information received reported that the manufacturer representative followed the steps given, but the device did not allow for current to be programmed above four milliamperes (ma). The device could not be titrated to 4.1 and when set to 0.0 could not be titrated up from there. It was reported that the patient fell and hit his device against the sink. It was stated that the device may be dented. On (B)(6) 2012, it was reported that the patient requested a battery replacement because his tremor seemed to be getting "worse." On (B)(6) 2012, it was reported that there were two programs in the group that caused out of regulation (oor) problems. The first was the program originally set to 4.0 ma on electrodes 2- and 3+. This was the program that kept triggering the oor whenever incrementing from 4.0 or 0.0. The second was a program in the same group set to 8.0 ma on electrodes 6- and 7+. It turned out that when the first program was incremented, the diagnostics indicated that the oor issue was actually occurring on the second program. It was reported that a program should only use electrodes 4 and 7 if an adaptor was used. To understand if data matched up with patient's device settings, follow up questions were sent to the representative. Measurements were not seen for electrodes 4 and 7 in the impedances and there was no adaptor registered to the patient. The lead configuration was also needed to confirm. On that same day it was reported that the patient was "very upset" and "things were going downhill" in terms of therapy.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 37752, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # v118075, implanted: (B)(6) 2008, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an out of regulation (oor) message after the patient fell. It was reported that the patient fell directly on the implantable neurostimulator (ins). An x-ray and impedances were fine after that. It was also reported that the issue had been ongoing for at least 20 days before the manufacturer¿s representative was first made aware of the issue. It was reported that the patient uses two groups: group b constant current (cc) and group c constant voltage (cv). When in the cc mode, they were getting an oor60 message when titrating ma. The patient was at 3+2-/120/130r/4.1ma and had a therapy impedance measurement of 894 ohms and 4.103v for the left (lt) subthalamic nucleus (stn) lead. When trying to titrate to 4.2ma, they got the oor 60 message. The physician then changed polarity to 3+1- and tried to increase from 0ma and got a message at 0.2ma when he was going from 0.1ma to 0.2ma. The message stated that the entered value could not be used with existing settings oor 60. Combination c/3 showed a low impedance of 80 ohms, while the other impedances were between 854-1382 ohms. They changed to group c which was constant voltage no program titrating voltages up 3+2-/4.4v/120pw/130 rate/954 ohms and 4.5ma. When they went to ma/cc c+1- and titrated from 0, they could not get higher than 0.1ma, and c=0-, c=2- and c+3- all got the same result. They got the message at 0.2ma. Impedance was taken and were 976/858/909/804 ohms at .7v bipolars and were all in range. When they went back to the initial settings in cc and started at 4.0ma, they could not get back above "4.!ma" without getting the message again although the patient had previously been programmed at 4.4ma. The patient received about the same therapeutic response from both groups, whether cc or cv. It was reported that they were trying both as they could not get optimal therapeutic response for the patient. It was reported that they did not have the recharger to "rest." The reporter stated that it was 100% charged. The patient was left in cv mode and there were no oor messages seen in this mode. It was reported that the impedance in cc was not excessive enough to cause the oor. The right (rt) subthalamic nucleus (stn) lead was 7+6-/210/130/6.5ma in cc and 7+6-/6.5v/210/130/735ohms and 8.69ma in cv. Additional information received indicated nothing was resolved with the oor in the constant current mode. The physician switched the patient to the voltage mode and released him. The patient seemed fine with the change to the voltage mode. It was reported that at the next time the patient would be seen, the manufacturer's representative would and try to do a device reset to see if that fixes the oor on constant current mode. It was reported that there was no further information to note at that time. It was later reported that the patient was getting therapy at the programmed settings of 4.0ma. The manufacturer's representative met with the patient on (B)(6) 2012 to perform the recommended reset. It was confirmed that the ins went from on to off. The power on reset (por) command was successfully sent/received. After the physician recharge mode (prm), they ran therapy impedances in multiple positions. All impedance values were within normal range looking away from the system and looking towards the ins for both the left and right stn. The reported settings were: left stn 3-, 2+ 4.0 ma, 120us, 130hz right stn 8.0ma, 120 us, 130hz. It was requested that the manufacturer's representative take one side down to 0.0 ma while in current mode (cm) and try to titrate back up using the desired electrode configuration. The manufacturer's representative was unable to titrate to even 0.1 past 0.0 without getting the oor message. The reporter stated that he was able to use the return to settings button to get the patient back to the desired settings. It was reported that the patient would be set to cm as he got better therapy in cm, and the patient would be instructed to change to voltage mode (vm) only if the therapy started to worsen. It was reported that the ins was 100% on (B)(6) 2012. Follow up information received reported that a software reboot was done on the device using the patient's charging system to see if the oor message would clear and allow for an increase in constant current milliamperes. However, this did not seem to make any difference. The patient was left on constant current mode, because he felt he was still getting benefit with this setting. It was reported that the next step was to save certain files while trying to make changes and then to send the memory card in for evaluation of the information that was obtained. It was reported that this would be done at the next physician's visit and that there was nothing else to note at that time.